Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor than readings received on a healthcare provider¿s meter. It was also reported that due to the readings issue her/his diabetes ¿became uncompensated¿ which caused ¿low immunity and a bacterial infection¿. The following comparisons were provided: sensor: ¿lo¿ (a reading less than 40 mg/dl) vs meter: 240 mg/dl, sensor: 72 mg/dl vs meter: 208 mg/dl and sensor: 70 mg/dl vs meter: 188 mg/dl. It was noted the customer self-treated between tests. She/he reported symptoms of, ¿half red face and swollen eyes¿. Customer was hospitalized on (B)(6) 2019 and treated with an unspecified ¿antibiotic in the vein¿. Customer was also treated with an unspecified ¿antiallergic¿. It is unknown what, if any, treatment may have been rendered for the elevated blood glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor than readings received on a healthcare provider¿s meter. It was also reported that due to the readings issue her/his diabetes ¿became uncompensated¿ which caused ¿low immunity and a bacterial infection¿. The following comparisons were provided: sensor: ¿lo¿ (a reading less than 40 mg/dl) vs meter: 240 mg/dl, sensor: 72 mg/dl vs meter: 208 mg/dl and sensor: 70 mg/dl vs meter: 188 mg/dl. It was noted the customer self-treated between tests. She/he reported symptoms of, ¿half red face and swollen eyes¿. Customer was hospitalized on april 15, 2019 and treated with an unspecified ¿antibiotic in the vein¿. Customer was also treated with an unspecified ¿antiallergic¿. It is unknown what, if any, treatment may have been rendered for the elevated blood glucose. There was no report of death or permanent injury associated with this event.